Manufacturer narrative:
The reported event is non-verifiable, as the circumstances of the event could not be recreated following inspection of the returned device. Based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms), has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed, that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The reported event could not be recreated, due to the nature of the dental device and event (loosening). And the complaint is related to the functional performance of the product. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm, the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified, through the investigation performed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown.

Event description:
Clinician reported the screw was loose in the implant and they can not tighten down in tooth site #19. No patient history reported and no further injury to the patient.